Event description:
It was reported that during a revision procedure the right ventricular (rv) lead coil was noted to be splitting. The rv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned and analyzed and no anomalies were found. (B)(4).